Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not boot up properly as there was a flat detector issue. Analysis of system log file showed failure of flat detector controller. The system booted up normally and working as intended, but the customer requested for the replacement of fd (flat detector) controller. So, rse ordered the fd controller, and the customer replaced it in-house. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. Philips has started an investigation of this complaint.